Event description:
Customer's friend reported blood glucose results of 200 mg/dl and 88 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, self-treated with exercise. No adverse event reported. A request was made for the return of the system, replacement was sent.